Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated that the impedance trend on the rv (right ventricular) defibrillation coil was variable, the impedance trend on the svc (superior vena cava) defibrillation coil was rising and variable and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and variable. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high and abruptly rising impedance on the pacing portion, rv coil and superior vena cava (svc) coil of the lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.